Event description:
Pt presented approximately 2004 with signs of an infection of the lead track. These include redness, swelling, drainage, pain, incisional wound opening, and pocket erosion. Cultures of the device pocket were obtained and staphylococcus coagulase was the organism cultured. Blood cultures were negative. The pt was diagnosed 9 weeks later and began treatments of IV antibiotics and total device system explant. Hcp reports infection is ongoing. The device was not returned to the manufacturer for analysis.